Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ sharps container was missing lids. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples or photos were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review: according to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Investigation: according with this investigation, no samples or pictures were provided from the customer; for this reason, only current process was evaluated; the result showed that in accordance to current manufacturing process control the pieces are being manually counted and visually verified therefore the probability to omit by error a lack of component could be happened. However, due to there is no enough evidence, this failure mode it can¿t be confirmed as part of the manufacturing process because the short count also could be occurring if a partial box was sold to the end user or if this material is being repackaged with a non-controlled method. A DHR review for the last 5 lots (8328914, 8329906, 8330905, 8336902, and 8336918) manufactured for the part number 305635 was performed; as result, there were not ncmr¿s reported during the manufacturing process. Risk assessment: (B)(4). Root cause: the root cause is unknown, since there is not enough information to confirm this failure mode. According to risk assessment evaluation a corrective action is not required; however, improvement actions has been identified within the process. For this reason, a weighing system to detect the lack of components will be implemented within the manufacturing process to eliminate or minimize the recurrences, this improvement action will be documented under CAPA record # (B)(4).

Event description:
It was reported that the bd¿ sharps container was missing lids. There was no report of exposure, serious injury or medical intervention.